Event description:
It was reported that the right ventricular (rv) lead had varying and high impedance. The r waves were varying on the lead trends and noise was seen on episodes stored as non-sustained ventricular tachycardia episodes. The short interval counts (sic) were in the thousands and noise was reproducible with isometric exercises. A lead fracture was suspected. The lead parameters were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the actual lead was not received for evaluation, however performance data was collected from the lead and analyzed. Analysis revealed patient alerts for right ventricular pacing portion of the lead greater than 3000 ohms on (B)(6) 2012. The weekly pace lead trend data showed an abrupt increase for maximum ventricular pacing equal to 400 to 16382 ohms peak between (B)(6) 2012 and (B)(6) 2013. Also noted ventricular non-sustained tachycardia less than or equal to 210 milliseconds between (B)(6) 2012 and (B)(6) 2013. The ventricular short interval counts were equal to 33426 in 130.7 days between (B)(6) 2012 and (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was further reported that the patient received shocks due to noise on the lead. The lead was explanted and replaced.